Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the patient's ipg was explanted and replaced. Reportedly, the company representative was not present for the case. Therapy was effective postoperatively and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable. As such, a physician consult to discuss surgical intervention may be the next course of action.